Event description:
In 2007, it was reported to boston scientific corp. That an ultratome xl. Sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure on a male pt. (Weight unk). According to the complainant, when the physician bowed the device, the "cutting wire got detached from the tip." The physician removed the device and successfully completed the procedure with a second ultratome sphincterotome device. No pt complications were reported as a result of the event.

Manufacturer narrative:
The suspect device has been received, but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. A device history record review, and product family complaint trend review are in progress; results will be provided in a follow -up medwatch report.